Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. (B)(4). Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Original date of awareness was (B)(6) 2013 with complaint deemed not reportable. New information was received from facility on (B)(6) 2014 making this complaint a reportable event. Lot number cannot be verified as a synthes lot number. Device is an instrument and is not implanted/explanted. Investigation coordinated by synthes anspach. Report received indicates the compact air drive failed the torque test. Evidence suggests this is due to usage wear over time. Placeholder.

Event description:
Synthes (B)(6) sales consultant reported that during orthopedic surgery, the compact air drive ii did not stop rotating once the trigger was let go. There was several minutes delay to retrieve the spare device. Surgery completed successfully without any medical intervention required and without any harm to the patient. This is report 1 of 1 for complaint (B)(4).